Manufacturer narrative:
The pt expired and no autopsy was performed. The MFR is attempting to acquire the system controller for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was found down unresponsive by his wife. After extensive resuscitation efforts failed, the pt was pronounced dead at an outside facility. The log file indicated the pump was running at 9200rpms, 3.2lp, 4.5w, pi=3.8 prior to a pump disconnect and loss of all power. The log file contained 16 hours of data with a duration of 200 days. The controller cell alarm became active. The controller cell became again active again, along with a white power cable disconnect alarm. The next line of data indicated the pump was disconnected from the system controller causing multiple alarms. The system controller also appeared to lose all power during this same date stamp. The vad coordinator stated that the pump was functioning properly without alarms and did not believe the event was device related. The pt's condition prior to the expiration was described as happy with no complaints according to the brother. His wife went to the mailbox and when she returned he was unresponsive, pump running, not breathing and leaning to the right side. The family declined an autopsy.